Event description:
It was reported that sharps coll mexico 22.7l red was missing the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: collectors, they were incomplete, 5 missing lids.

Manufacturer narrative:
H6: investigation summary. Photos of the affected sample were submitted by customer and investigated by our supplier flex. The complaint of missing lids is verified but the root cause is said to be unknown due to lack of information like a physical sample for investigation. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported (1098929) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. Potential root causes 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non controlled handling within distributor facilities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: na. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll mexico 22.7l red was missing the lid. This occurred on 5 occasions. The following information was provided by the initial reporter: collectors, they were incomplete, 5 missing lids.